Manufacturer narrative:
Qn#(B)(4). The customer returned one, single lumen 4fr x 40cm PICC catheter for analysis. The box clamp assembly was attached to the catheter body and showed signs of use in the form of biological material. Visual analysis did not reveal any defects or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 15 15/16" , which is within the specification limits of 15 5/8"-16 1/8" per the catheter product drawing. The catheter body outer diameter measured 0.0545", which is within the specification limits of 0.0540"-0.0570" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the extension lines and flushed. No leaks were observed as the water exited the distal tip. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was then leak tested per bs en iso 10555-1 section 4.7.1 (amrq-000078 rev.35) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines were connected individually to the leak tester and pressurized to 300kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The report of an insertion site leak could not be confirmed through complaint investigation. The returned catheter met all relevant visual, dimensional, and functional requirements, including leak testing performed per iso 10555-1. A device history record review was performed and did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that extravasation occurred during placement of the catheter, which caused water to be accumulated around the elbow of the patient. Therefore, the catheter was removed. According to the user, the issue seemed to be caused by at which site the catheter had been placed, not by deficiency of the product. The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that extravasation occurred during placement of the catheter, which caused water to be accumulated around the elbow of the patient. Therefore, the catheter was removed. According to the user, the issue seemed to be caused by at which site the catheter had been placed, not by deficiency of the product.